Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), revealed a tissue growth that partially occluded the inflow cannula, which could have contributed to the persistent low flows that were confirmed through the evaluation of the submitted log file. The account submitted log files for review. Analysis of the log files revealed persistent low flow events. Pump speed remained above the low-speed limit throughout the files and the pump appeared to be functioning as intended. (B)(6) was returned assembled with the driveline (dl) cut approximately 7¿ from the pump housing and the distal portion of the dl was not returned. The sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) was returned attached to the pump inlet port. The outflow conduit was returned attached to the pump outlet port. The bend relief collar was also present. Of note, the device appeared to have been exposed to a fixative agent (e.g. Formalin) before being returned to abbott for evaluation. Examination of the inlet tube revealed tissue growth that was well adhered to and partially covered its proximal edge, consistent with the report that there was a misalignment of the inflow cannula in the left ventricle. Although a specific cause for this misalignment could not be conclusively determined through this evaluation, the structure of the tissue growth suggests that it developed over an undetermined amount of time while the pump was supporting the patient. The obstruction of the blood flow path created by the tissue growth would have contributed to the confirmed low flow events. Visual examination of the device¿s remaining blood-contacting surfaces upon disassembly of (B)(6) revealed no evidence of developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. During the investigation there was an incidental finding of a cut in the white silicone jacket approximately 2¿ from proximal side of the pump housing. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 27may2015. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1 of this IFU lists device thrombosis as an adverse event that may be associated with use of the heartmate ii left ventricular assist system. Pump speed, power, flow, and pi are addressed in section 1 of this IFU. The low flow alarm is triggered when the flow is less than 2.5 lpm. The section entitled "alarms and troubleshooting" outlines all system controller alarms, as well as how to respond to each alarm condition. Section 5 "surgical procedures" provides an image of the proper hmii implantation configuration and discusses implanting and orienting the sealed inflow conduit. Section 6 explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This section also outlines indications of pump thrombosis, as well as how to respond to such events. The section "system operations" describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline." Section 5 (under ¿inserting the sealed inflow conduit¿) states: to insert the sealed inflow conduit: select the optimal sealed inflow conduit orientation at the ventricular apex. The following is critical in determining orientation: - the opening of the sealed inflow conduit should be directed toward the mitral valve and away from the interventricular septum. - care must be taken to avoid excessive angulation of the sealed inflow conduit once the left ventricular assist device is in-situ. - the ideal orientation will anticipate that the dilated lv may shrink in size as its workload is assumed by the pump . No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported per the vad coordinator, the patient underwent transplant on (B)(6) 2020. It was reported the transplant was not routine. It was reported there was misalignment of the inflow cannula in the left ventricle. The device will be returned for evaluation. Patient is requesting device and ruby bearings.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had been experiencing constant low flow alarms. The log captured multiple strings of constant low flow events during the ~2.5hr length of the log as mentioned where the low flow estimator dropped below 2.5 lpm. There were no other unusual events seen within the log file. The mcs equipment was operating as expected. It was reported that the patient continued to have frequent low flow alarms. Technical services reviewed the log files and assessed that the low flow events appeared to be a patient related issue, and not an equipment related issue. Anastomotic stenosis was found on cta. The low flow alarms did not resolve. The device operated as expected. The patient is stable, and will be treated with a possible stenting of the outflow graft.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a malpositioned inflow cannula could not be confirmed during the evaluation of (B)(6). The account submitted log files for review. Analysis of the submitted log file revealed constant low flow hazard alarms were captured throughout the log files when the flow dropped below the 2.5 lpm threshold. The pump remained above the low-speed limit and appeared to be functioning as intended. (B)(6) was returned assembled with the driveline (dl) cut approximately 7¿ from the pump housing and the distal portion of the dl was not returned. All parts of the inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were returned. The inlet elbow was attached to the pump. The outflow conduit was returned attached to the pump outlet housing. The bend relief collar was also present. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(6)revealed no evidence of developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process, and the device functioned as intended. During the investigation there was an incidental finding of superficial driveline damage. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 27may2015. The heartmate ii (hmii) left ventricular assist system (lvas) instruction for use (IFU), rev. E, is currently available. Section 5, ¿surgical procedures¿ outlines considerations for pump placement and orientation and also provides instructions regarding the preparation, installation, and orientation of the sealed inflow conduit. Section 5 (under ¿inserting the sealed inflow conduit¿) states to ¿select the optimal sealed inflow conduit orientation at the ventricular apex. The following is critical in determining orientation: the opening of the sealed inflow conduit should be directed toward the mitral valve and away from the intraventricular septum. Care must be taken to avoid excessive angulation of the sealed inflow conduit once the left ventricular assist device is in-situ. The ideal orientation will anticipate that the dilated lv may shrink in size as its workload is assumed by the pump.¿ the hmii IFU also contains a section on ¿pump performance monitoring¿ under patient care and management which explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 4.4 ¿clinical screen¿, contains sections on pump flow, pump speed, pulsatility index, and pump power. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Heartmate ii patient handbook contains a section on ¿alarms and troubleshooting¿ which provides information on all system alarms, including low flow hazard alarms, and the actions associated to resolve the alarms. A section on ¿handling emergencies¿ is also provided. No further information was provided. The manufacturer is closing the file on this event.